Event description:
I had laparoscopic inguinal hernia repair with ethicon polypropylene in 1994. Was hospitalized for over a week due to complications. Chronic groin pain. Infection and removal of mesh in (B)(6) 2011.